Event description:
I wanted to let you know we had another iabp fiber optic catheter failure to sense this week. The failure to sense happened on the third day of patient use. Are you aware of this happening after being in the patient for this length of time? I am not sure of the catheter type as I have been off this week. I did leave a message for it to be saved after the catheter is discontinued from patient use in the event you would want it sent back to manufacture. Facility intake form rec'd 6/24/2015 reports: the patient had a preoperative iabp placed for severe 3 vessel disease place on (B)(6). The iabp was functioning properly and the patient went to surgery for a bypass on (B)(6) without difficulty, then at approximately 2100 iabp was alarming for a fiber optic failure and there were no blood pressure numbers or waveform. A different iabp was tried and same results, the patient had an arterial and we were able to slave the waveform from this line. The patient's bp did drop a little and the neosynephrine gtt was titrated up to accommodate this. Otherwise, the patient remained stable. (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. One kink was found on the catheter tubing near the y-fitting approximately 76.5 cm from the iab tip. The optical fiber was found to be broken at this location. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubings was performed and no leaks were detected. A fir was initiated to address this event; based on the fir no corrective action was necessary. The evaluation confirmed the reported problem. (B)(4).